Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was interrogated and this chronic implantable right ventricular lead was noted to recently begin exhibiting high, out of range shock and pacing impedance measurements. Loss of capture at maximum outputs was noted. Review of the arrhythmia logbook revealed the patient received an inappropriate shock approximately one month prior due to oversensed noise. The patient implanted with these products is currently hospitalized after hip surgery and is being monitored on the tele floor and the ICD is programmed off. Replacement of the lead will occur soon.

Manufacturer narrative:
No additional information is available at this time. Should more information become available, this event will be reopened. The lead was later explanted, date of occurrence is unknown. The reason for explant is also not known. Detailed analysis is pending.

Manufacturer narrative:
The lead was explanted however, the three terminal legs were returned severed. Set screw marks were noted on all terminals. The lead portions passed electrical resistance testing. However, further testing could not be performed and the allegations could not be confirmed by analysis with the lead segments that were returned.